Manufacturer narrative:
The device history record was reviewed and nothing could be found that could contribute to the event. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.

Event description:
It was reported that during a partial rotator cuff repair the anchor broke on insertion, all pieces were retrieved and discarded. This is the second of two events for the same case reported. The procedure was completed with another, third, different type of implant. The case was delayed over thirty mins and no adverse pt consequences were reported. This device is used for treatment.